Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a pca 7 that the customer reported the pump was not pumping the correct amount. This was not related to physical damage. There was no patient involvement and no adverse event.

Manufacturer narrative:
The device was not returned to the service hub, the customer did not respond to requests to send the pump back to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. The customer has not responded to attempts to obtain additional information. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. Due to a lack of information, no probable cause was determined.